Event description:
It was reported that the patient was to undergo a revision to stabilize the pump in the pocket. The revision had yet to be scheduled. The pump contained dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the revision was put on indefinite hold. The pump was at minimum rate mode and the patient was being controlled by oral dilaudid. There were no current plans to revise. The patient was to contact the manufacturer representative with any changes. No interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information received reported that the patient cancelled the revision surgery. There were no reported patient symptoms as a result of the "positional issue." It was unknown what the positional issue was or what caused it. There was no indication of movement occurring in the pocket. A dye study was performed and the catheter was found not to be patent. The patient was currently doing "right."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter was "not patent." The reporter did not know what that entailed. The revision had not taken place to date. The patient was also taking oral dilaudid and was receiving good pain relief. The manufacturer representative was to provide follow-up information if it became available.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).